Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the xenon lamp exploded during a vitrectomy procedure. After a 15 minute delay, the surgery was completed with a backup light source. There was no pt harm.